Event description:
As reported by navilyst medical's distributor in the (B)(6), during PICC placement procedure, while the sheath was in place in the pt's upper arm (vein) and catheter was placed in correct location, the handles of the sheath tubing were grasped to initiate removal. During the initial break and peel motion, both handles separated from the sheath tubing. The tubing ends were able to be grasped with either fingers or hemostats so that peeling and removal could be performed. The sheath tubing peeled into two separate pieces as designed and no tubing fragments were left in the pt. No additional efforts were required to remove tubing from the pt such as cut-down or use of a snare. There were no pt complications as a result of the handles separating from the tubing and the pt's current condition is ok. The used sheath has been returned to navilyst medical for evaluation.

Manufacturer narrative:
The used device has been returned to navilyst medical and forwarded to our supplier, (B)(4), for evaluation and completion of a supplier corrective action request. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).